Manufacturer narrative:
The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached w/out a physical examination of the complaint sample. However, an investigation of the device MFR'g records was conducted by the MFR. There were no deviations or non-conformances during the MFR'g process. In addition, the batch record review confirmed the labeling, material, and process controls were w/in specification.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak w/blood visible in the dialysate. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. Sample has not been returned to MFR for evaluation.